Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on two stored ventricular fibrillation (vf) episodes, it was noted that the patient received inappropriate anti -tachycardia pacing therapy due to right ventricular (rv) lead noise. One of the episodes occurred around the time of a car accident. It was also noted that pacing thresholds had increased. The lead remains in use and the patient will continue to be monitored with routine follow-up. No patient complications have been reported as a result of this event.